Manufacturer narrative:
H6. Evaluation codes: updated. Unable to perform an evaluation. No product was returned. The most probable cause is an intermittent oscillator block or demand detector. No action taken. No product was returned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an issue with the vent providing constant open pressure. It did not always cycle every breath. There was no patient involvement and no harm/adverse event reported.